Event description:
It was reported that a pump has a constant air-in-line alarm. The customer reported that there was a blood spill on the pump. It was reported that the pump and sensors were extensively cleaned and calibrated. It was reported that since the spill, the pump has had constant air-in-line alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.